Manufacturer narrative:
Additional information can be found in sections d1, d4 and g4.

Manufacturer narrative:
A photograph was provided and evaluated. The photo shows a single spinning spiros. No mating devices are shown. No visible damage or anomalies can be seen in the image. One used spinning spiros (list and lot #unknown) was received and visually inspected. As received, the spin feature was activated and spinning freely. No shear tab anomalies or spline damage was observed. No mating devices were returned. The spiros was functionally tested and met product performance specifications. No leakage or disconnections observed during testing. The reported complaint of a disconnection and subsequent leakage can be confirmed as the spin feature of the spiros returned was activated and not connected to a mating device. However, the probable cause cannot be determined. A device history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved an unspecified spiros where a leak was noticed during a cisplatin infusion. It was reported that when the clinician went to draw labs, it was noticed that the tubing had disconnected from the spiros after it was in use for 2 minutes. The chemotherapy was paused, the ends of the tubing cleaned and when they tried to reconnect the devices, the spiros would not screw on the tubing set. The spiros was replaced, and the patient¿s chemotherapy was restarted. There was a report of a chemo spill on the bedding, which was cleaned per facility protocol and a spill kit was used. There was patient involvement, and although there was a report of a delay in therapy, no one was harmed as a result of the event.